Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported the power plug appeared discolored and burnt. The biomed tech stated the plug was noticed when moving the machine and confirmed there was no patient involvement or injury. The plastic at the male end of the plug reportedly appeared burnt. The biomed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue. The power cord was being returned for evaluation.

Event description:
A biomedical engineer (biomed tech) reported the power plug appeared discolored and burnt. The biomed tech stated the plug was noticed when moving the machine and confirmed there was no patient involvement or injury. The plastic at the male end of the plug reportedly appeared burnt. The biomed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue. The power cord was being returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation: the power supply cable was returned for discoloration/burnt plug (reported failure). A visual inspection on the power supply cable found heat damage on the neutral line (white) in the plastic molding of the plug. The plastic molding appears to be melted from the heat damage. An inspection on the prong has arcing. The reported failure was confirmed. There are no other damage found on the cable. The power supply cable was installed onto a test machine and ran in dialysis without problems. There were no further damage to the plug during testing. A continuity test from end to end on each wire and a resistance test between the wires found no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported the power plug appeared discolored and burnt. The biomed tech stated the plug was noticed when moving the machine and confirmed there was no patient involvement or injury. The plastic at the male end of the plug reportedly appeared burnt. The biomed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue. The power cord was being returned for evaluation.